Event description:
It was reported that at the user facility, a red colored oil was leaking from the handpiece. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
When contacted by the manufacturer, the spd manager of the user facility, (B)(6), reported that the handpiece has been found leaking during the cleaning process, and had never been used. During the device evaluation, a red substance was found on the release pin housing at the front of the handpiece. Due to the handpiece never having been used, the substance was identified as the lubricant mobil 28.